Event description:
During revision surgery the included cable was cut over inside the tensioner and the tensioner came apart. There was no adverse consequence for the pt or delay in surgery or anesthesia time.